Event description:
It was reported that a patient with a 27mm 2700tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years due to unknown reasons. The explanted valve was replaced with a 25mm 11500a inspiris valve. The patient was transferred to the sicu post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Since there is no information regarding an allegation of a device malfunction, an engineering evaluation is not required. Based on the information available, a definitive root cause cannot be conclusively determined.